Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records could not be performed. The device is pending return to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Device not returned yet.

Event description:
It was reported that prior to infusing fluid it was stated that the fluid did not drip, therefore, the operator suspected occlusion of the catheter and removed the device. After removing the device, the operator tried to confirm patency of the device by injecting water into the device and was unsuccessful. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a complete manufacturing review could not be performed, as the lot number is unknown. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. Investigation summary: one titanium low profile port w/ 8 fr groshong catheter was returned for evaluation. The sample was received assembled, with the catheter lock attached to the port stem under a catheter lock. The sample was patent to infusion and aspiration with no leaks observed; as such, the investigation is unconfirmed for the reported failure to infuse.the root cause could not be determined based upon available information. It is unknown whether patient and/or procedural issues contributed to the reported event. Possible contributing factors include issues related to placement of the port/catheter.

Event description:
It was reported that while setting up infusion no fluid drip was observed; therefore, the health care provider suspected occlusion of the catheter and removed the device. It was further reported that post removal, the health care provider attempted to confirm patency of the device by injecting water into it; however, it was unsuccessful. There was no reported patient injury.